Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the ECG a and c and front therapy electrode (te) cable was pulled from the strain relief. The pulled cable damaged the brown (lead 1+) , orange (lead 2+) and black (gel fire) wires inside the distribution node (dn). The cause of the non-functional ECG electrodes is the damaged wires. The root cause of the damaged wires is excessive force placed on the cable. No adverse event resulted from the strained cable.